Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the shear was giving a constant error tone. They cleaned a retorqued instrument. Instrument gave same constant error tone. Surgeon cleaned and took apart and retorqued instrument. When it constant error toned again they agressively cleaned it and the blade broke. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/12/2009. Information anticipated, but unavailable at this time.